Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion/constrained can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the limited information available, a root cause for the under expansion of the valve cannot be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. A post implant balloon aortic valvuloplasty (bav) was performed with a 24 mm non-medtronic balloon. Following dilation, the patient declined and cardiopulmonary resuscitation (CPR) was initiated. An effusion was noted on ttransesophageal echocardiogram (tee). An annular tear was reported, which was likely the cause of the effusion. Cardiovascular injuries, such as rupture/tear, are known potential adverse patient effects per the device instructions for use (IFU). These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, it was reported that following dilation, with a balloon that may have been "too large", the patient declined and annular tear was reported. The cause of the annular tear most likely was due to post bav. There was no indication of a device malfunction that led to this event. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider all of the following factors when selecting the dilatation parameters to ensure patient safety: balloon model, balloon size, balloon position, inflation pressure, patient anatomy. Two primary factors must be considered when selecting a maximum balloon diameter for post-implant balloon dilatation: to mitigate trauma to the annulus, -a compliant or semi-compliant balloon should not exceed the diameter of the native aortic annulus.a non-compliant balloon should be at least 1 mm smaller than the diameter of the native aortic annulus. Bleeding is a known potential adverse effect per device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. A conclusive cause of the bleeding could not be determined from the limited information available. The report of patient death at three days post-implant and after surgery did not provide a specific cause of death post-surgery. Neither autopsy nor explant were reported. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the 24 mm balloon was inflated once with a hand inflation and the balloon was deflated immediately. It was not held in the inflated position. It was reported that the balloon may have been "too large." The tear was repaired during the open surgical procedure. Three days later, the patient was brought back into surgery and the patient died. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the explanted valve was discarded, therefore product analysis cannot be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported the patient had a native bicuspid aortic valve. The native valve was successfully pre-dilated using a 23 millimeter (mm) non-medtronic balloon. The valve was implanted using the cusp overlap technique and deployed on the first attempt at the target depth. The valve was severely constrained. A post implant balloon aortic valvuloplasty (bav) was performed using a 24 mm non-medtronic balloon. Following dilation, the patient declined and cardiopulmonary resuscitation (CPR) was initiated. An effusion was noted on transesophageal echocardiogram (tee). A pericardiocentesis was performed and the patient was placed on bypass perfusion. The valve implant was converted to open surgical aortic valve replacement. The transcatheter bioprosthetic valve was explanted and replaced with an unknown manufacturer's surgical valve. A annular tear was reported, which was likely the cause of the effusion. The patient was transferred to the intensive care unit (ICU) in stable but critical condition. It was reported that the patient died in the ICU 48-72 hours post procedure from complications. The cause of death was not reported.

Manufacturer narrative:
Additional information was received that the patient was brought in for surgery three days following the procedure because it was believed that bleeding had started again. The death occurred after the surgery. Updated data: h6 patient codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.